Event description:
An optometrist reported pt dry eyes and foreign body sensation at four day lasik post-operative visit. Additional info from reporter indicated "dryness ou, little relief with artificial tears, using artificial tears every five minutes, vision great." At visit pt complained of "foreign body sensation left eye greater than right eye." Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).